Event description:
It was reported that the device was at eol (end of life) and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.